Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on(B)(6) 2012. The lead was pulled back to left subclavian region per patient since shortly after implant. Helix was unable to be retracted so lead was replaced. There was also noise, over sensing, pacing inhibition, asystole less than or equal to 2 seconds, and non capture. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).